Event description:
It was reported that the screwdriver's locking screw was broken off during surgery. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
Device has returned to medtronic and evaluation is currently in progress.